Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor test fail; potential main board issue. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified force sensor test error., corrected data: d1.

Event description:
Additional information received via email: the requested information was unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked and chipped out on left front corner of top case. The customer stated problem was duplicated. Force sensor was out of calibration. Replaced top case for physical damaged. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This pump is over six years old.